Manufacturer narrative:
Complaint has been evaluated and is similar to report number: (B)(4)_1644408-2022-00667; 114908 and s814 - stability, poor joint. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instability.